Manufacturer narrative:
Initial.

Event description:
It was reported that after a factory reset, the ilet screen became unavailable and displayed a phone pairing code, after which the device automatically restarted and normal operation resumed without user intervention. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and no alerts or alarms. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed a transient device restart with temporary user interface unavailability, consistent with a software-related interruption that self-resolved. It was concluded, based on previously established findings for similar reports, that the cause was a software anomaly that did not recur after the restart.